Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). Patient identifier (B)(6) documents a different synchroseal issue reported by the initial reporter during the follow up investigation. A review of the instrument logs for this procedure show that the following two synchroseal instruments were last used on 22-jul-2022: 1. Part #: 480440-06 batch/lot # l90220404-0226, 2. Part #: 480440-06 batch/lot # l90220404-0320. No images or videos were submitted for review. This complaint is being reported based on the following conclusion: it was alleged that the synchroseal instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. It was also alleged that the patient experienced a minimal blood loss that was controlled by using a spare da vinci instrument.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that the synchroseal instrument arced while using the seal function. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noticed. The surgeon was sealing prostate tissue with no specific vessel. There was a warning message regarding incomplete sealing followed by visible arching. It was working for about 60 minutes prior to this issue. There was mild retention / retraction during sealing. The vessels were small, about less than 5mm. Some char had built up on the instrument. There was some unexpected bleeding, approximately 50cc estimated blood loss (ebl), after switching to the maryland bipolar forceps instrument. There was no transfusion performed. The bleeding was resolved with bipolar and monopolar cautery. The initial reporter also stated the following; ¿ may have found the culprit for the broken synchroseals here at central maine medical center (cmmc). Foote does a lot of instrument to instrument intra-operative cleaning which I imagine is what caused the malfunctions. I suggested that moving forward he introduce a thoracic cigar or neuropaddy that he can use to ¿bite and wipe¿ as a safer alternative. Says he¿s going to do that from now on so we will see if the issues persist.¿